Event description:
On (B)(6) 2014, this patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On an unknown date, a follow-up imaging showed a suspected distal type I endoleak in the right limb and aneurysm enlargement (amount unknown). On (B)(6) 2019, an additional procedure was performed to treat the distal type I endoleak. A contralateral leg endoprosthesis was implanted for the distal extension on the ipsilateral leg endoprosthesis. During this additional procedure, a type ii endoleak was confirmed. However, no treatment was performed for the type ii endoleak. After all the endoprostheses were deployed, imaging identified no endoleak. The patient tolerated the procedure. Above information was reported on MFR report # 2017233-2019-00258. On an unknown date (following the reintervention on (B)(6) 2019), aneurysm enlargement (amount unknown) was identified. The cause was unknown. On (B)(6) 2022, a reintervention was performed. A lumbar artery and the median sacral artery were coil embolized. Intraprocedural angiography did not reveal a proximal type I endoleak, however, due to the space between the trunk-ipsilateral leg endoprosthesis and the lowest renal artery, two aortic extender endoprostheses were implanted proximally. The patient tolerated the procedure.